Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. "Child age: unknown".

Event description:
It was reported that a pediatric tracheostomy tube was damaged at the flange. The patient's routine was to replace the tracheostomy tube every four weeks. The tracheostomy tube had been used twice and the duration was two weeks. The tube had been cleaned by being placed in boiling water, covered and left to cool down. While a family member was conducting a tie change, the tracheostomy tube damage at the flange was noticed. The tracheostomy tube was replaced and the patient did not experience any adverse health outcomes.